Event description:
It was reported difficult deflation was encountered following the first inflation during a tibial angiography procedure via a contralateral approach. The balloon and introducer sheath were removed as a unit. Another balloon catheter was used to successfully complete the procedure without any pt complications. This device was received, evaluated and retained by this MFR. The engineering evaluation indicated the balloon could not be inflated due to contrast like foreign matter dried in the lumen. User technique and/or pt anatomy may have contributed to this event. Co's directions for use state: "when dilatation has been completed, deflate the balloon by applying suction to the balloon lumen. The larger the syringe diameter, the greater the suction that is applied. For maximum deflation a 20cc syringe is recommended."